Event description:
Philips received a customer complaint that alleged when a curved line is drawn, the image flips. There are no reported injuries.

Manufacturer narrative:
(B)(4) the investigation is on-going and a follow-up MDR will be sent when the investigation is completed. (B)(4).